Event description:
It was reported that pump battery would not charge while customer was using computer usb port with tandem charging cable and without wall adapter. There was no reported impact to the customer¿s blood glucose level. Customer was advised to obtain wall adapter and was sent charging supplies as goodwill, then later changed wall adapter and charging cable to tandem charging supplies, after which pump began charging and no further assistance was required.